Event description:
It was reported that during the lead implant, the inner sheath caused a vein laceration. ECG, echocardiogram, and chest x-ray were all normal. Not considered an adverse event by the center. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.